Manufacturer narrative:
Investigation: per the customer, the fluids hanging were acda, 0.9% and normal saline. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported the system continued to detect cells in plasma line during a therapeutic plasma exchange (tpe) procedure on a patient with thrombotic thrombocytopenia purpura (ttp). The alarm appeared at the beginning of the run and the plasma would not exchange. The customer stated that they had completed several procedures on this patient previously without this issue. This was the second set up because the plasma collected initially in the waste bag was noted to be white. A photograph of the interface through the viewport was provided to tbct clinical support which confirmed the plasma in the connector was red and there was hemolysis. The procedure was paused and the physician (nephrologist) decided to stop the procedure and rinse back to the patient. The physician ordered the patient to receive one unit of packed red blood cells post rinse back due to the hemolysis and consult with the hematologist. The transfusion of the unit of packed red blood cells was not preplanned. No hemolysis testing was performed. No custom prime was performed. All the fluids connected to the system were confirmed to be correct. On (B)(6) 2021, the procedure was repeated with this patient. The customer stated that the patient's hct increased by 1.9% to 23% after the blood transfusion. The patient was scheduled for a subsequent procedure on the (B)(6) 2021. The hematologist confirmed the patient's plasma can hemolyze and the patient had problems with her hemoglobin/hematocrit dropping, however, did not directly say the hemolysis was related to her disease state. Current patient status is unknown and the condition prior to the procedure was stable. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
Per the customer, the patient's vitals prior to the procedure were noted to be stable and no medications or treatments administered prior to, during or following the procedure.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, and h.10. Investigation: a photograph of the interface through the viewport was provided to tbct clinical support which confirmed the plasma in the connector was red and there was hemolysis. Root cause: a definitive root cause for the discolored plasma could not be determined. Possible causes include but are not limited to: - the patient's underlying disease state - a misload of the disposable set - an unidentified manufacturing defect in the disposable set - a partially open inlet line clamp - an issue with the patient's catheter (defect or misplacement)